Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open nephrectomy, the final staple load was used in the case to staple the connective tissues and was fired over other staples. The reload stopped near the end of the firing. Reload was attempted to be opened. Jaws did not appear to fully open and reload was found to be stuck on the tissue and could not be removed. The reload had to be resected off of the tissue to remove it.